Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Pneumoperitoneum is a known complication of a peg tube placement. Health effect clinical code of 4581 was chosen to capture the event of pneumoperitoneum. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2022 a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2022 the patient experienced pain and tightness in the abdomen. It was determined that the patient had a large amount of air in the abdominal cavity. At the time of report, the patient continued to have pain with the majority of pain at the stoma site.